Event description:
The user facility reported that a patient developed an infection after a re-intervention procedure was performed during which a radifocus introducer sheath was used. Reportedly, the patient had undergone a taxus stent procedure in the lad, and then, returned to the ER 4-days post discharge for recurrent chest pains. A second interventional procedure was performed to treat a thrombosis with a maverick balloon. Subsequently, the patient developed a fever and "cellulitis or myositis" near the groin insertion site was diagnosed based on a CT scan. The patient was treated with the antibiotic combination of levaquin / kefsol, and then, discharged with ampicillin.

Manufacturer narrative:
Involved device is not available for evaluation; neither the lot number or product code are known. Therefore, the investigation consisted of a review of user facility information and non-specific manufacturer quality records. The review of manufacturer quality records confirmed that there have been no sterilization processing discrepancies for this product. In addition, there have been no reports for this issue or anything similar in nature. This report is being submitted as a precautionary action because of the reported medical treatment with antibiotics after a procedure in which the device was used. There is no indication of any relationship between a device defect or malfunction and the reported event. The device labeling does provide appropriate cautions such as, "contents sterile and non-toxic, in unopened, undamaged package. Do not use if package or product is stained or damaged. For single use only - do not resterilize or reuse." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.